Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented complaining of feeling funny. Issues with the associated right ventricular (rv) lead were observed and therefore, a chest x-ray was performed. The x-ray revealed that this atrial lead and the associated rv lead may have perforated the heart. The patient was stable. As a result, the patient's physician reprogrammed the device to aai 50. The physician elected not to perform a revision procedure at this time due to concern of inducing possibly more damage or risk infection. The ra lead was functioning normally. This patient had right ventricular paced 0% in the past and was implanted for nocturnal bradycardia. The physician has elected to monitor this patient and will follow up in the next month. The field representative stated they would call with any further updates.